Manufacturer narrative:
(B)(4). Batch # t5d56z. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60w loaded on the device. The reload was received unfired. An unknown trocar was returned inserted on the shaft. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. No damaged was observed on the jaws and the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a urology procedure the device was opened and the device was "crooked" and would not go down the trocar. The procedure was completed with a like device with no patient consequences.